Event description:
A customer contacted beckman coulter inc. (Bci) regarding negative troponin (accu tni) result generated by the access2 instrument that did not match previous results. The initial accu tni result of 0.02ng/ml was reported out of the lab and did not match the pt's previous results. The original sample was re-tested and repeated result was 1.87ng/ml. The sample was re-spun and then retested and a result of 1.85ng/ml was obtained. A fresh sample from this pt was tested on the access2 instrument and on a different instrument in the customer's lab and accu tni results were: 2.27 ng/ml and 2.72ng/ml respectively. Per customer, previous results from this pt correlated with the repeated results. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before and on the day of event. System checks from 2008 were within specifications. The specimens were collected in bd, lithium heparin tubes with gel. The specimens were centrifuged for 5 minutes at unk speed. Per customer, there were no flags posted with the results. A field svc engineer (fse) was dispatched to the customer's lab. The fse ran instrument verification protocol and found no issue with the instrument. Results met published performance specifications. A clear root cause for this event has not been confirmed to date. A malfunction will be assumed for the purpose of this report.